Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# n246803003, implanted: on (B)(6) 2020 explanted: on (B)(6) 2023. Product type catheter product ID 8578, lot# hg6uxym06, implanted: on (B)(6) 2023. Explanted: on (B)(6) 2023. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-oct-26, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump. It was reported the patient's pump pocket completely opened up with the pump and catheter hanging out of the pump pocket. The patient showed up to a va with a small opening in their pump pocket. The va sent them home with antibiotics and said they couldn¿t help him. A few weeks later, the entire pump pocket opened and the pump was falling out of the wound. The patient came to another hcp. The hcp then put the patient on the surgery schedule for the very next day to remove the pump. Environmental, external, or patient factors that may have led or contributed to the issue was unknown. No troubleshooting was performed. Surgical intervention to remove the system took place on (B)(6) 2023. The issue was resolved at the time of this report. The patient's status at the time of this report was "alive - with injury" and was specified as "infected pump pocket wound".